Event description:
An error message was reported with the abbott diabetes care (adc) device in use with xiaomi phone with android operating system version 13. The customer received a "scan error" message and was unable to obtain glucose readings. The customer experienced hypoglycemia, a loss of consciousness and was unable to self-treat, requiring treatment of glucagon injection provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported scan error. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application.. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with xiaomi phone with android operating system version 13. The customer received a "scan error" message and was unable to obtain glucose readings. The customer experienced hypoglycemia, a loss of consciousness and was unable to self-treat, requiring treatment of glucagon injection provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.